Manufacturer narrative:
One device was returned for repair. The review of service history and event history found no relevant information. Primary complaint of errors attaching cassette was not confirmed. Functional testing was performed and could not confirm primary complaint of errors attaching cassette. Probable cause was a possible faulty disposable. Updated software. Device was functioning normally.

Event description:
It was reported that the device had a "cassette not attached error." There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.